Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call to the ambulance that they experienced low blood glucose. Customer's blood glucose level was 27 mg/dl. Customer was given intravenous and then the blood glucose was 85 mg/dl. Customer was treated with the glucose tablets. Customer experiencing the symptoms related to the low blood glucose was loss of consciousness and sweating. Customer has been using insulin pump system within 48 hours of reported low blood glucose. Customer also stated that they had issue with the retainer ring but the retainer ring did locked in place. Customer reported that auto mode was automatically delivering insulin at the time of low blood glucose. Customer reported that insulin pump was over delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the customer experience low blood glucose of 27 mg/dl and passed out. The customer's spouse called the paramedics. The customer was treated intravenously. The customer reported that the insulin pump was bumped, causing the retainer ring to break. As a result, the customer glued the retainer ring back together and it was able to lock in place. The damaged occurred about a year prior to phone call. The customer also reported that the sensor was removed a year prior to phone call due to insurance purposes but wanted to resume sensor wear. The insulin pump was returned for failure analysis.

Manufacturer narrative:
The information that provided about auto mode and over delivery with the initial report was incorrect. The correct information has been included with this report. The information about the harm of loss of consciousness with the initial report was not available. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the insulin pump does not have auto mode feature so no auto mode was used and the customer was not alleging over delivery.

Manufacturer narrative:
Information has been received which was not included with the initial report. Failure analysis was reported under MDR number 2032227-2020-109764. The information has been provided in this report. Device passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08670 inches. The test p-cap locks properly in place in the reservoir compartment noted. Device received with partially detached retainer, broken reservoir tube lip, serial number label fading, scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.